Manufacturer narrative:
The customer support engineer (cse) inspected the device and replaced the oxygen sensor. The cse performed the extended self-test (est), short self-tet (sst) and the o2 sensor calibration; the device operated within the mfg specs. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. (B)(4). Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operation life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life oe one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on december 23, 2013.

Event description:
A report received from (B)(6) indicating that the device failed the oxygen sensor calibration while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. Though requested, no add'l info was received.